Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the needles and cuffs were not connected for the first device used. No suture came out with the device. A second and third prostyle device preplaced two sutures. The sheath was upsized to greater than 8.5f and the evar procedure was completed. The second suture came out of the anatomy during an attempt to tighten down the knot. The third suture closed the large hole a little bit. A fourth prostyle device was deployed, however, when the knot was tightened down, the suture came out of the anatomy and had not captured the vessel wall. A fifth prostyle device successfully deployed another suture with the third and fifth prostyle suture achieving hemostasis. No vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two perclose devices with reported issues are filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.